Event description:
The patient reported a fluid leak after treatment was complete. The fluid was found when cassette door was opened. The origin of the leak could not be identified. The patient had no adverse effects from the treatment, antibiotics were not prescribed and the patient's effluent is still clear. After treatment the cassette was discarded. No sample available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.